Event description:
It has been reported to philips that the wireless footswitch did not work. The wi-fi indicator was off while the battery indicator was red. The battery was replaced and a system restart was performed, however the issue remained. The connection was not re-established, and the customer is currently using a wired footswitch. The system was not in clinical use when the issue was identified. No harm to the patient has been reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated the complaint. Based on the information provided, the root cause is most likely caused by local circumstances or a hardware defect. Philips has not been able to determine the cause of the reported problem. There are two generations of wireless footswitches and base stations. The newest generation has a software bug which can cause loss of wireless connection, and philips initiated medical device correction z-0648-2022 for this generation. This complaint is related to the previous generation of the wireless footswitch which is not affected by the software bug. There are currently no wireless footswitches or base stations available for replacement. The customer currently uses the wired footswitch instead of the wireless footswitch. Corrected data: coding updated based on investigation outcome

Manufacturer narrative:
The reported event occurred prior to completion of the field correction 3003768277-2021/11/22-010-c, which addresses the causes associated with the reported malfunction.